Event description:
It was reported that the health care professional (hcp) wanted to review reports on this implantable cardioverter defibrillator (ICD) as it potentially delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device delivered one anti-tachycardia pacing (atp) burst followed by one 41 joule shock to an atrial arrythmia. Following the shock, the rhythm maintain in atrial tachycardia rate. No additional adverse patient effects were reported. This ICD remains in service.